Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the up and down buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. The keypad was undamaged. The keypad cover was opened to find no contaminants under the button contacts. The pump was opened to find no intermittent conditions on the keypad flex connector. The original complaint of unresponsive keypad buttons could not be duplicated.